Event description:
It was reported that pump displayed non-resettable malfunction alarm code 3 with associated fault ID and no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to insulin pens for insulin therapy.